Event description:
Customer reported the insulin pump alarmed motor error in the morning. Customer's blood glucose level was 89 mg/dl. Customer reported the device might have been hit by a door, as a significant event that may have caused the device to alarm. Customer stated the device was in the same room when she had radiation treatment done for her cancer. She received treatment five days out of a week for six weeks. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 2032227-2014-11199.